Manufacturer narrative:
Concomitant medical products: product ID: unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient did not recognize the low reservoir alarm, and the pump was now empty for approximately a couple of days. The patient was supposed to be refilled in (B)(6), so the physician was not sure how the low reservoir alarm date went unnoticed. The patient was starting to have a return of symptoms. The physician was planning to refill the patient's pump tomorrow, (B)(6) 2013, and supplement him tonight with oral medications. The pump was delivering baclofen 500 mcg/ml at a dose of 100 mcg/day. Additional information has been requested, but was not available as of the date of this report.